Event description:
It was reported after using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the user tried to detach the holder from the rest of the device which resulted in the device breaking and the user sustaining a needle stick injury to their thumb. No further impact was reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: "material #: 368650. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."